Manufacturer narrative:
Investigation in process . Product location unknown.

Event description:
Patient¿s legal counsel reported patient underwent hip arthroplasty on (B)(6) 2016. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2017 due to dislocation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Acetabular revision shell is the only tmt design control part

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Event description:
Poly liner was revised due to dislocation.

Manufacturer narrative:
Tm revision shell was not revised. Tm revision shell is the only tmt design control part. Competitor poly liner was replaced. An initial report was submitted by error. Tmt does not have reporting responsibility for this event.